Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging the pump. Reportedly, the pump was not exposed to abnormal temperature conditions. Customer's blood glucose was in the lower 100 mg/dl range. The customer reverted to an alternate pump for insulin therapy.